Event description:
It was reported that the patient's leads had become superficial and was being picked at. Surgical intervention was undertaken and the leads were explanted.

Manufacturer narrative:
B3: event date is estimated.